Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners were noted during visual inspection. Blank display due to battery tube not being plugged into the interface board properly. (B)(4).

Event description:
It was reported that the insulin pump was dropped and the display went blank. The customer stated that the incident happened 2 days ago, while they were out of town, and they had been off the insulin pump since then. The customer's blood glucose was 118 mg/dl. The customer could not turn the device back on. The customer stated that the device rattled when they shook it. The discontinuation of the device was advised. Nothing further was reported.